Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient implanted with a neuro stimulator. It was reported that the patient was scheduled for a replacement/ lead revision because they said stimulation was only felt at the battery site. The lead was checked intraoperatively and appropriate motor response was observed at 2.5 amps on electrode 2 and 3. The doctor did notice that the battery was sitting on its side and moving in pocket. The battery was replaced because pre op reading showed 12 months left on battery. The patient also said they had a fall but it was unknown if it caused the issue with device. Pre operational programming and battery interrogation. Battery was replaced. Lead was checked by fluoro and intra operative testing. The doctor said they made the pocket tighter around the battery to prevent future movement. No further patient symptoms or complications were reported from this event

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-06-19. The rep reported that the cause of the patient feeling stimulation at the pocket site was not determined, however the doctor said that the battery was sitting on its side which might have caused the patient to think stimulation was in the pocket. The rep reported that the cause of the migration was not determined. The rep reported that the patient was now feeling stimulation in the correct location.